Event description:
During resmed evaluation, review of the astral device event log revealed power fault/no charging alarms. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed multiple error messages (sf180) related to a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to device operation in a temperature outside of the device specification. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The battery will be replaced to address the issue. The device will be serviced and fully tested before it is returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, review of the astral device event log revealed power fault/no charging alarms. There was no patient harm or serious injury reported as a result of this incident.